Manufacturer narrative:
This product is not marketed in the us. Word order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -16.00/4.5/90 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Refractive suprise was observed, the lens was repositioned on (B)(6) 2018 and the problem was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Claim# (B)(4).